Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the ok button was hard to press and had to be pressed several times before responding. The reporter denied any visible damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.